Event description:
A us distributor reported that a charger fails due to functional issue.

Manufacturer narrative:
Device evaluation of the charger has been completed. The reported problem (fails due to functional issue) has been confirmed. Upon investigation the integrated charger was unable to charge a battery. The charger was returned to the vendor for further investigation. The root cause for the defective charger was unable to be positively identified and is be investigated by the vendor. There was no adverse event that resulted from the damaged charger.